Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a right breast baker class iii, capsular contracture. And right breast implant riding high with distortion of the appearance of her breast. And right breast implant is riding high with her native breast tissue hanging off of the implant. Device was explanted.